Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 500s range (mg/dl), which were addressed with boluses of over 50 units of insulin via the pump. A system check performed with tandem technical support indicated that the pump was operating as expected. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.